Event description:
It was reported that the pump touch screen was unresponsive. There was no reported impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.